Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that hhcubie pocket c3 were not detected. A field service engineer noticed t-shot and discovered sub drawer 1 had a broken retractor that had fallen and jammed sub drawer 2. Service engineer replaced the retractor band cable and drawer board to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had hhcubie pocket c3 requires maintenance. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was an delay in patient care. There were no adverse events or injuries reported based on this event.